Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Unexpected battery power loss alarms due to connector resistance issue on the electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had replace battery now alarm on insulin pump. Customer¿s blood glucose level was unknown. Customer stated that they received replace battery for about 5 days. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. Customer states the pump was not dropped and there were no unattended alarms. The customer was advised that the pump will be replaced. The insulin pump will not be returned for analysis.